Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the anvil noted cross cutting staple line marks on the cutting ring. Microscopic inspection of the staple guide exhibited evidence of staple presence and deployment at some point. Under magnification, deformation was noted at the staple pocket ends consistent with the staple loading process. Further microscopic inspection of the knife noted nicks on the knife blade. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of knife damage that has no relationship to the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low rectum resection procedure, the knife blade still cut the tissue but the no staples were fire. Additionally, the anvil was bent. A new device was opened and another anastomosis was done to resolve the issue which led to an extension in the incision by more than 2.54 cm and extended the surgery for more than 30 minutes.